Manufacturer narrative:
Corrosion was observed on the mechanism rail, commutator cap, and pcb. Corrosion on the pcb resulted in low batteries. All attempts to retrieve download data were unsuccessful. As such, the presence of an alarm could not be determined. No leaks or housing damage were observed that could be identified as the source of the internal corrosion. It could not be conclusively determined if the observed corrosion is in any way linked to the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The device was originally reported for a pod hazard alarm/alert during operation. It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod longer than 48 hours on the abdomen. Upon investigation of the device, results found corrosion on the mechanism rail, commutator cap, and printed circuit board (pcb).